Manufacturer narrative:
Failure analysis noted that the used/opened reservoir failed per specifications. They found the reservoir was too loose to connect or release. The sealed reservoirs also failed specifications. They found the reservoirs were too loose to connect or release. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 51 mg/dl at the time of incident. The customer state that the reservoir spins in the transfer guard. He was unable to manually prime. The customer treated with orange juice. The customer stated that the reservoir was not staying connected to the transfer guard when filling the reservoir with insulin. Troubleshooting was not able to resolve the issue. The reservoir was returned for analysis.